Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the coronary artery bypass graft procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete th procedure. No patient complications were reported by the hospital